Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and there was a hemostatic valve leak and hub leakage. Approximately one hour after vizigo was inserted into the patient¿s body, and after mapping of the left atrium was completed, flushing of the sheath was attempted at the time of changing the catheter from pentaray to the ablation catheter. Air was drawn from the sheath during flushing when the pentaray was attempted to be replaced to an ablation catheter. Saline solution was confirmed to be leaked from the sheath hub. Air was likely aspirated from that part. The vizigo was replaced and the procedure was resumed. The procedure was successfully completed.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 26-oct-2023, bwi received additional information regarding the event. The hemostatic valve was not visibly damaged or dislodged. Air did not enter the patient. Saline leakage was observed from side of the valve when pressure was applied. On 27-oct-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-nov-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and there was a hemostatic valve leak and hub leakage. Approximately one hour after vizigo was inserted into the patient¿s body, and after mapping of the left atrium was completed, flushing of the sheath was attempted at the time of changing the catheter from pentaray to the ablation catheter. Air was drawn from the sheath during flushing when the pentaray was attempted to be replaced to an ablation catheter. Saline solution was confirmed to be leaked from the sheath hub. Air was likely aspirated from that part. The vizigo was replaced and the procedure was resumed. The procedure was successfully completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, back pressure test, and microscopic examination of the returned device was performed following bwi procedures. Visual inspection revealed that the side port of the device was found broken with a small crack on the surface. No visible damage on the hemostatic valve was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, a back pressure test was performed and the device failed the test, due to the crack on the side port surface. The damage observed could be related to the manipulation of the device during the procedure, however, this can not be conclusively determined. A device history review was performed for the finished device 00002359 number, and no internal actions related to the complaint were found during the review. The issues reported by the customer was confirmed. The hemostatic valve was found without problems but the damage to the side port could be related to the valve issue reported by the customer. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).